Manufacturer narrative:
H3 and h6 ¿ updated. One suspected device was received for evaluation. The event history log (ehl) was reviewed. No errors found in event log. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No discrepancies related to the complaint were found during visual inspection. Communication module error was observed through power up test with signs of coin cell battery depletion when not holding time or date. The customer complaint was confirmed. Replaced printed circuit board assembly (pcba)/printed wiring assembly (pwa), performed downstream occlusion (dso)/ upstream occlusion (uso) sensor calibration, performed testing, unit passed all testing criteria. Software updated. Unit reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed a communication module error during self-test. There was no patient involvement.